Event description:
It was reported that multiple power cable disconnect alarms were noted while connected to battery power. The battery clip was replaced, but the alarm returned. The controller was exchanged. Log files confirmed power cable disconnect alarms on (B)(6) 2023 while on battery power that appeared to occur at the black controller power cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the battery clips were the cause of the power cable disconnect alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log file. The log file contained data spanning approximately 2 days (B)(6) 2023¿ (B)(6) 2023per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few atypical power cable disconnect alarms were intermittently observed on (B)(6) 2023 (alarms that were not associated with a power source exchange). These alarms appeared to have been caused by the voltage in the black power cable briefly dropping below the alarm threshold. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, the alarms resolved upon exchanging the controller; however, additional information also stated that the exchanged battery clip (lot number 8991221, evaluated separately) was associated with the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.